Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had sensor reading discrepancies. The sensor was reading 50 and blood glucose was 200 mg/dl. The customer also received sensor error and change sensor alerts. Blood glucose at the time of the alerts is unknown. During troubleshooting, the customer removed the sensor and found the cannula was broken. The sensor will be replaced. The product will not be returned for analysis.